Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that intermittent audio output occurred. On (B)(6) 2023, the patient experienced intermittent audio output. During the night mother found the patient shivering due to hypoglycemia. The mother treated the patient with a glucagon shot. Then she called an ambulance, and the paramedics took a blood glucose reading which was 20 mg/dl. The patient was taken to the emergency room. During the event, the patient´s mother looked at the receiver and it was displaying a signal loss, but she believes the signal loss alert did not sound. The receiver was on the night table, about 1 meter away from the patient. It was reported that the dexcom device did not alert nor for the signal loss nor for low continuous glucose monitor (cgm) values. As soon as the receiver was moved closer to the patient in the ambulance the cgm started to alarm for low values. The patient was monitored at the hospital and there was no treatment administered. The patient recovered and was discharged the same day. No product was provided for evaluation. Data was provided but confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.